Event description:
It was reported by svc report that the customer alleged that one of the casters broke off from the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster broken off from base tube. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.